Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The defib receptacle cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device inappropriately restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.